Manufacturer narrative:
The specimen was sampled from the primary tube when tested on the dxc 800 pro analyzer. No information is available as to whether calibration and qc were acceptable prior to and after the event. A field service engineer (fse) was dispatched: the fse replaced a sample syringe and a sample probe. Precision run and qc after hardware replacement were acceptable. Upon recur, false low cartridge chemistry results could cause/contribute to serious injury. Although hardware components have been replaced, a clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low glucose (glu) results generated by the unicel dxc 800 pro synchron clinical systems. The low result was reported out of the lab and was questioned by the clinician. The original sample was poured into a sample cup and reran on a different instrument which gave a higher result. The result was amended. Unknown if treatment was initiated or withheld based upon the false low result.